Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12735. Note: the pt received 2 leads from the same lot number. It was reported therapy was lost on the right lead. Diagnostic testing revealed all contacts on the right lead are invalid. X-rays were taken and it appears the lead was pulled out of the ipg. The next course of action is undetermined at this time.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-12735. It was reported the patient's scs system was explanted.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12735. It was reported the patient plans to have the scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.